Event description:
It was reported that during a port placement procedure, there was resistance to enter the sheath and not able to enter the blood vessel. Reportedly, when pulled out and found that the vascular sheath was severely deformed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the partial view of one dilator sheath. The sheath is noted to be deformed at the distal end. Therefore, the investigation is confirmed for the reported sheath deformation issue. However, the investigation is inconclusive for the reported guidewire resistance and failure to advance issues as the exact circumstance at the time of the event reported was unknown. A definitive root cause for the guidewire kink issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp MRI 6cf int w sp, att, sl products that are cleared in the us. The pro code and 510 k number for the powerport isp MRI 6cf int w sp, att, sl products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, there was resistance to enter the sheath, and not able to enter the blood vessel. Reportedly when pulled out and found that the vascular sheath was severely deformed. There was no reported patient injury.